Event description:
A medwatch report #(B)(4) was submitted by the user facility and received on (B)(4) 2012 by natus medical incorporated. As described, the device erroneously went into impedance check and delivered electric shock to pt for 10 hrs until it was noticed. Per caller software manual says when device is used on pt, it disable the impedance check for pt safety, however, device self activated. Repeat situation was recreated by user and it did the same thing, self activated and delivered electric current.

Manufacturer narrative:
Add'l serial #(B)(4). When we became aware of the incident, we contacted the client. Based on the f/u with the client and on our own investigation, we determined that the malfunction occurs when the communications cable between the head box and repeater box is disconnected and reconnected several times. Further investigation revealed that disconnecting and reconnecting this cable multiple times triggers the software to initiate the impedance check algorithm. The current introduced during impedance check is very low and will not cause any harm to pt. The results were provided to the client. The client's medical professional concurs with the assessment that the current introduced during impedance check is much lower than that considered to be unsafe by today's safety standards. We also review the post market data for emu128fs systems. No such incident, whether same or similar was filed in our records.